Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise. During lead revision a decrease in pacing lead impedance, decrease in sensing and an increase in capture threshold were noted. The lead was explanted and replaced and no further complications were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.